Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/migration of essure device,migration of essure device location of device: unknown; unable to locate.') And pregnancy with contraceptive device ('pregnancy (with complications)') in a (B)(6) female patient who had essure (batch no. A63343) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)" and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included uterine cramps on (B)(6) 2015, cholecystectomy on (B)(6) 2005, parity (pregnancy outcome or result: vaginal (B)(6) 2004 ,(B)(6) 2005,(B)(6) 2008, (B)(6)2010 and (B)(6) 2013) on (B)(6) 2000, breast biopsy on (B)(6) 1998, hernia in 1990, multigravida, abortion induced, genital herpes, pregnancy test positive, anemia of pregnancy, parity 6, amniotic fluid leakage, adnexa uteri cyst, back pain, herpes simplex, normal delivery and overweight. Concurrent conditions included premature uterine contractions since (B)(6) 2015 and uterine cervix dilation procedure since (B)(6) 2015. Concomitant products included medroxyprogesterone acetate (depo provera) from 2014 to 2016 for birth control. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), hot flush ("hormonal changes,hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue,"), mood swings ("mood swings") and abdominal pain lower ("right lower quadrant pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, fatigue, mood swings and abdominal pain lower outcome was unknown and the weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, device dislocation, fatigue, hot flush, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant data provided: essure insertion date reported as (B)(6) 2015, and date of child birth reported as (B)(6) 2015. Discrepant data provided: total number of pregnancies and live birth: 7. For each live birth, please provide the date of the birth: (B)(6) 2015, (B)(6) 2013 (only 2 dates provided) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Endoscopy large bowel - on an unknown date: limitations to fetal imaging fetal position. Fetal heart activity: present fetal heart rate 149 bpm presentation: transverse. Fetal movement: visible. Amniotic fluid: normal. Maximal vertical pocket 5.9 cm. Cord: 3 vessels. Placental cord insertion site: normal. Fetal cord insertion site normal insertion. No omphalocoele or gastroschisis.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: medical records received , new reporter and patient historical , concurrent condition added , follow-up 3 and 4 processed together. On 5-dec-2019: plaintiff fact sheet received , patient age group , essure start stop ,event hormonal changes updated to hormonal changes describe: hot flashes, new event mood swing , right lower quadrant pain , event date, outcome and pregnancy outcome were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.